Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported downstream occlusion alarm was verified through a review of the event history log which revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. The device was found to be within specification during testing and the reported symptom was not reproduced. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.